Event description:
It was reported an external fluid leak was observed from and unspecified location in a u9000 during patient set up. There was not patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional leak testing a leak was observed on the dialysate side due to a crack in the housing near the welding zone. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is potentially due to contact of the housing material with an unknown disinfection medium. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.